Event description:
It was reported that this pacemaker recorded a false positive atrial tachy response (atr) due to far-field r-waves, with ra sensitivity adjusted to 1.0mv and p-waves to 1.5mv, possibly due to lead location placement. Under sensing of the qrs complex was noted, with rv sensitivity set to 2.5mv. Furthermore, ventricular tachycardia events appeared as false positives due to supraventricular tachycardia (svt). It was suggested to decrease lower rate limit to prevent high atrial pacing percentage, as the patient might be competing with his underlying rhythm. Extending the minimum av delay was considered to avoid ventricular pacing due to intact conduction. No adverse patient effects were reported.